Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, over sensing, and loss of capture. The lead was capped and replaced. No patient symptoms were reported.